Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk), the device would not initiate charging when the charge button was pressed, however, it would stop during mid-charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.